Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign consumer and healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported that, on an unknown date, the patient experienced an accidental refill and had an overdose. It was stated that there was not a product issue. The patient status was alive ¿ with injury. Additional information was received. The issue was clarified as an overdose due to a pocket fill. It was unknown what diagnostics, interventions, and possible causes of the issue were. The patient was doing well and therapy was effective. The device would not be returned. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.